Manufacturer narrative:
Manufacturer reference number: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.

Event description:
It was reported that a device alarmed for an intermittent close door message. There was no patient involvement.